Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/07/2014).

Event description:
Consumer complaint of blood result reading of "hi". Customer performed two tests during the call and both resulted in "hi". He only had 2 results in the meter since this was the first time using the meter. Hi 10/07 8:40 am, hi 10/7 8:55 am. Customer had eaten not quite 2 hours ago, did not take his medication yet, he says he does not take his medication regularly. He is feeling fine, but advised to call physician about the results. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi".customer performed two tests during the call and both resulted in "hi'. He only had 2 results in the meter since this was the first time using the meter. Hi (B)(6) 8:40 am. Hi (B)(6) 8:55 am. Customer had eaten not quite 2 hours ago, did not take his medication yet, he says he does not take his medication regularly. He is feeling fine, but advised to call physician about the results. No adverse event reported.